Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported impact to customer's blood glucose. Reportedly, the alarm eventually cleared, and the customer continued to use the pump for insulin therapy.